Event description:
It was reported that during a percutaneous peripheral intervention (ppi), a balloon rupture occurred. The vascular access was obtained via left brachial artery. The 99% stenosed target lesion was located in the calcified and moderate tortuous right external iliac artery. After pre-dilatation with the 5mm coyote es balloon catheter, the physician advanced the 6mm × 40mm sterling balloon catheter. However, the sterling balloon was unable to cross the lesion. The 4mm x 40mm x 146cm coyote es was then selected and advanced into the patient. The device was inflated once at 6atms. During the second inflation balloon ruptured at 12atms. The device was removed. The lesion was dilated with the 4mm × 20mm coyote es and 6mm sterling catheter balloons. The physician completed the procedure by deploying the 7mm × 57mm express ld stent. . No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous peripheral intervention (ppi), a balloon rupture occurred. The vascular access was obtained via left brachial artery. The 99% stenosed target lesion was located in the calcified and moderate tortuous right external iliac artery. After pre-dilatation with the 5mm coyote es balloon catheter, the physician advanced the 6mm × 40mm sterling balloon catheter. However, the sterling balloon was unable to cross the lesion. The 4mm x 40mm x 146cm coyote es was then selected and advanced into the patient. The device was inflated once at 6atms. During the second inflation balloon ruptured at 12atms. The device was removed. The lesion was dilated with the 4mm × 20mm coyote es and 6mm sterling catheter balloons. The physician completed the procedure by deploying the 7mm × 57mm express ld stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 13mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).